Event description:
Contact reported while surgeon was implanting a 9 x 80 mm screw, the tip of the driver broke off in the screw hex. The tip remains embedded in the screw. It was also confirmed the pt had good bone quality, fairly hard. Since an unintended portion of the device remains implanted, a report is filed to document this event.

Manufacturer narrative:
Examination of the returned driver confirmed the breakage of the distal tip at the base of the fluted section. Although the cause of tip breakage cannot be positively determined, the breakage appears to be due to the application of atypical force upon the instrument during use.